Event description:
Customer reported a malfunction on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided instructions for resetting the pump, successfully assisted the customer in resetting it, and confirmed that the malfunction code did not recur afterward. Customer was advised to continue using the pump and to contact support if the issue reappears.